Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d4,d8,h2,h3,h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by a component failure of the eyepiece cup. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name (complete): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the part connected to the camera cord of the subject device came off. The issue occurred during reprocessing. There were no reports of patient involvement.